Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had chronic pain and was in the hospital for 9 days but not for their pain. The caller stated that the patient was on narcotics so ¿it shut everything down so the kidneys were not working and you name it. It was reported that these events occurred in the last 2 or 3 months (2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.